Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had high blood glucose due to her insulin pump under delivered. Customer stated that she received the max bolus exceeded alarm when trying to deliver insulin. Customer also stated that she forgot to fill the cannula dead space after removing the introducer needle. Nothing further was reported.